Manufacturer narrative:
(B)(4). Investigation of the returned device found that all components were in pre-deployed position. There was no blood observed on the device, indicating that the device was not introduced into the patient anatomy. However, inspection of the device revealed that all locator wings were broken, but remained securely attached within the locator. There were no other damages observed on the device. Because the exchange sheath was not returned, the reported product experience could not be confirmed and the cause for the broken wings could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no incidents with similar reported product experience.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the shaft of the clip applier was being inserted into the exchange sheath, strong resistance was felt and advancement was stopped. The clip applier was pulled out and the vessel locator wing was found broken, but remained attached to the device. Using the same the exchange sheath, another starclose clip applier was used to successfully achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.